Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of lung resection, they connected the reload to the handle, then the surgeon articulated the jaws and clamped the pulmonary artery, however they could not squeeze the handle. They replaced the device with a new reload of the different lot #, and the firing was successful. For the second firing, they connected the reload of same lot # to the handle, then the surgeon tried to fire the device, however the same event occurred. They replaced the device with a new handle and reload, and the procedure was completed. The sales checked the returned cartridges and he noted they were not pre-fired. The surgical time was extended by less than 30 minutes. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of six devices. Visual inspection of the returned product noted that the two opened reloads were pre-fired and engaged in interlock. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were applied to test media with proper staple placement and media transection. Visual inspection and functional testing of the four sealed reloads noted no abnormalities and functioned as intended. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.